Event description:
Healthcare professional reported capsular contracture, baker grade iii, device migration/implant malposition, correction of asymmetry. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. As there is no contact information for the reporter, no further information from the reporter regarding event, product, or patient details can been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.